Event description:
It was reported that there was particulate matter (pm) contamination in one hundred seventy-four (174) exactamix syringe inlets. The pm was described as, ¿defects, such as hair, fiber or black spot¿. This issue was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: upon additional information, the product is no longer suspect in the event. Should additional relevant information become available, a supplemental report will be submitted.